Event description:
It was reported that the patient was admitted to outside hospital on (B)(6) 2023 and transferred to site intensive care unit (ICU) after having over 50 ventricular tachycardia (vt) events within a time frame of 8 hours and 53 antitachycardia pacing (atp) and 7 implantable cardioverter-defibrillator (ICD) shocks. The patient's medical condition warranted upgrade to united network for organ sharing (unos) status 1. On (B)(6) 2023, the patient had sustained vt and several appropriate ICD shocks. They were intubated and sedated. The patient was started on amiodarone, and continued lidocaine drops. Their hemodynamics were stable during vt but symptomatic. The vt cycle length was 300ms. Their device was re-programmed to prolong detection, increase atp and disable shocks for slower vt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event and the return of (B)(6) were submitted to the account; however, no response has been received at this time. (B)(6) has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient ultimately underwent a heart transplant on (B)(6) 2023.